Event description:
This rv lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2017 due to oversensing, pacing inhibition, high pacing threshold and noise. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).